Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper may be affecting instruments as rubber residue is in waste lines and waste sensing apparatus with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: the use of the bd vacutainer on the prepping instrument has left a noticeable amount of the rubber residue in the wash tower, waste line, and waste sensing apparatus. Additional information received 2020-01-14 from customer: the teflon probe of the beckman coulter prep station is picking up pieces of the stopper and creating an extreme buildup in the wash tower and waste tubing. This was noticed the beginning of january, and beckman came in on (B)(6) 2020 to replace many of the parts. They are observing the replaced parts for any buildup. She states that there have been no changes in their process. They are testing for cbc (white cells) and cd34, among other tests.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper issue with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the stopper may be affecting instruments as rubber residue is in waste lines and waste sensing apparatus with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: the use of the bd vacutainer on the prepping instrument has left a noticeable amount of the rubber residue in the wash tower, waste line, and waste sensing apparatus. Additional information received 2020-01-14 from customer: the teflon probe of the beckman coulter prep station is picking up pieces of the stopper and creating an extreme buildup in the wash tower and waste tubing. This was noticed the beginning of january, and beckman came in on 01/10/20 to replace many of the parts. They are observing the replaced parts for any buildup. She states that there have been no changes in their process. They are testing for cbc (white cells) and cd34, among other tests.